Manufacturer narrative:
This device was returned to mmdg for evaluation. The pump operated within product specifications. The pump history was also reviewed where the pump shows that it had alarmed no food before it was turned off. Mmdg could not confirm this complaint. There is no indication that the complaint occurred as reported.

Event description:
The initial reporter stated that the pump continues to pump air after the bag is empty. The initial reporter also stated that no other information about the complaint was available. (B)(4).